Manufacturer narrative:
Follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that op check failed for the pacing test. There was no reported patient involvement/adverse patient impact.